Manufacturer narrative:
Device and lot history record review: this was the first report of this type received for this sterile lot number. A review of route sheets was not performed for this product, as the complaint does not appear to be manufacturing related. No discrepancies were noted on the returned micro catheter. With microscopic examination, the outer surface of the micro catheter was inspected and no anomalies were found on the unit. The micro catheter behaved as expected during functional testing. The unit was within dimensional specification. The cause of the reported complaint could not be determined as no anomalies were noted visually or functionally. The unit was wiped repeatedly with a lint free wipe (white). No blue color came from the micro catheter's surface. The unit performed as expected during functional testing. It is possible that the 24-hour infusion of the unknown carcinostatic substance caused the reported event. Because there was no discrepancy found on the returned product, it is also likely that the blue substance reported came from other unknown products used in the procedure.

Event description:
After 24-hour use of this product for transarterial embolization and injection of carcinostatic substance, the physician pulled out and handled this product. The physician's glove became blue; it was thought that the blue might have come off from this product. There is no info regarding other products used during this procedure or what contrast media was used. There was no blue matter noted during prep. The microcatheter had not been re-sterilized. There was no resistance/friction between the microcatheter and other devices. The pt's status was reported as stable. Based on a newly defined product similarity, this complaint file was reviewed. Based on this newly defined product similarity, this file has been determined to be reportable.